Manufacturer narrative:
(B)(4).

Event description:
The patient received baclofen intrathecal for spasticity at a dose of 96 ug, daily. On (B)(6)2012, the dose of baclofen was decreased from 134 to 96 ug daily. On (B)(6) 2012, the dose of baclofen was increased to 134 ug, daily. On (B)(6) 2012, the patient received dysport (botulinum toxin type a) 500 iu intramuscular for spasticity at a dose of 2 df, qd. The dysport was given three injections at three different sites of the triceps surae after location research by electrostimulation. Treatment with dysport was discontinued on (B)(6) 2013. At the end of (B)(6) 2013 (unspecified date), the patient had unusual generalized asthenia and he was not able to stand anymore (difficulties in standing) and hypotonia on (B)(6) 2013. Treatment with dysport was discontinued on (B)(6) 2013. Action taken with baclofen intrathecal was as unknown. The events hypotonia and difficulties were assessed as serious (medically significant). As to causality, it was thought the generalized asthenia and hypotonia as possibly caused by the baclofen and dysport. The outcome of hypotonia and difficulties in standing was reported as complete recovery.